Event description:
During sij fusion surgery, the surgeon was decorticating the si joint according to the process described in the technique guide. The joint was noted to be tortuous, so the surgeon worked the decorticator back and forth to get through the obstructions. The surgeon felt some give, and noticed the tip of the cutting element remained in the joint after retracting and removing the decorticator.